Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Associated products were not provided. It is unknown if qualified products were used. Two of the indicated lens models are qualified for use with the cartridge for a specific diopter range. It is unknown if the lenses were in the qualified diopter range. The indicated iol is only qualified for use in two specific cartridge models. The handpiece used was not provided. It is unknown if a qualified handpiece was used. Root cause: the product investigation could not identify a root cause for the reported complaint. The cartridges were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Two qualified lens models were indicated. It is unknown if the lenses were in the qualified range for each model. The third lens model is not qualified for use with the cartridge. It is unknown if a qualified handpiece was used. The use of non-qualified combinations may cause damage and/or delivery issues. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating there were about 6 incidents with unknown dates. There was no known patient impact.

Manufacturer narrative:
Additional information provided in b.5., d.11., h.3., h.6. And h.10. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cartridge is gouging a filet out of the intraocular lens (iol).the nurse reported it is in the same place in multiple iol's ruling out human factors. There is no mark on the iol after removing with irrigation and aspiration, and reported it may be a residue from the cartridge. No iol's have been removed from the patient's eye. Additional information has been requested.